Event description:
The user reported the physician had difficulty aspirating/flushing through the red port right after placement of the catheter on the right side of the neck. The physician adjusted the catheter by rotating and then by sliding the catheter back. The repositioning did not improve aspiration/ flushing efforts. The catheter was exchanged over a guide wire for another device. The exchanged catheter aspirated/flushed appropriately. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.